Event description:
This report is being filed as an adverse event solely to comply with the FDA's blood loss policy. A venous air alarm occurred at the beginning of a routine hemodialysis treatment which could not be resolved. Air was observed in the venous line, so rinseback of the patient's blood was not performed, resulting in an estimated blood loss of 170cc. No medical intervention was required.

Manufacturer narrative:
There is no evidence of a device malfunction. Facility staff attributed the alarm to user error as the operator did not sufficiently remove air during prime prior to start of treatment. The user's guide provides adequate instructions for air removal. The cycler alarmed appropriately. Occasional alarms during hemodialysis treatments are expected and should not result in blood loss if device labeling instructions are followed. A direct correlation between nxstage system one and the reported blood loss cannot be established. Facility staff has been notified and will provide additional training regarding air removal procedures. There have been no similar problems reported subsequent to this event. Co considers this report closed. No additional information will be provided.